Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had the implant on (B)(6) 2014 after a successful stage 1. There was no complaint reported on aug. 2014. It was noted that the patient improved with programming on (B)(6) 2014 but had worsening on (B)(6) 2015 despite reprogramming. Ltf until 2018. The cause of the issue was not clear and the hcp noted a diminution of function at the (B)(6) 2015 visit. Actions taken included multiple reprogramming with the manufacturer¿s representative. Regarding the lead issues (burnt out/in the wrong place/not set right), the lead was recently replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01226. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jun-2016, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins and lead were replaced because of a ¿whole bunch of reasons¿. The patient stated that the lead wire was not working because it had ¿burnt out¿, was ¿in the wrong place¿, and ¿wasn¿t set right¿. The patient noted that they did all kinds of things with it but they had never been happy with the device. They stated that they had liked the device and thought it may have worked a little bit in the beginning but they could not remember well because it was implanted 4.5 years ago. As a result of the issue, the patient got a new device system implanted. There were no further complications reported or anticipated.